Manufacturer narrative:
As reported, the optifix device deployed broken fastener and was removed from patient's body. The subject device is said to be available however, at this time it has not been received. Based on the information provided the most probable cause for the reported fastener break is the result of forces applied in use while firing into an underlying hard structure the coopers ligament. However, without having the sample to evaluate, no definitive conclusion can be made. Review of manufacturing records shows product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 520 units. The instructions-for-use supplied with the device adequately describes the proper technique for fastener delivery. The precautions section states, "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during bilateral laparoscopic inguinal hernia repair procedure the surgeon tried to fixate the 3dmax mesh using optifix fixation device deployed broken fastener at the cooper¿s ligament. It was reported that broken/loose fastener was removed from patient body. It was reported that "seems like there was a blockage at the end of the shaft that prevented the tack from firing." The procedure was completed using a capsure fixation device.